Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient had pain at pocket site. The cause was unknown. No diagnostics were performed. Pocket revision was scheduled for (B)(6) 2019. The issue was not resolved at the time of the report. Hcp had no further information, no additional follow up was needed. No further complications were reported/anticipated.